Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The information received from the field states that there was a complication with an optease filter and that one of the struts had fractured and caused major thrombosis in the cava of a patient. The patient is a (B)(6) male. Access was in the groin. Vessel characteristics were unremarkable. No bends or tortuosity was present. There was no difficulty or resistance/friction while advancing the deployment sheath to the deployment target. The filter was deployed without difficulty. The filter did not migrate after deployment. There was no thrombus present at the delivery site when initially deployed. The physician was unsure of when the strut had fractured, whether on deployment or later. Treatment is unknown.

Manufacturer narrative:
The information received from the field states that there was a complication with an optease filter and that one of the struts had fractured and caused major thrombosis in the vena cava of a (B)(6) male patient. Vessel characteristics were unremarkable with no bends or tortuosity. There was no difficulty or resistance/friction while advancing the deployment sheath to the deployment target. The filter was deployed without difficulty and did not migrate after deployment. There was no thrombus present at the delivery site when initially deployed. The physician was unsure of when the filter strut had fractured, whether on deployment or later. Treatment is unknown. Additional information has been requested but has not been provided. There was no reported patient injury. As the sterile lot number was not available, device history record review could not be performed. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Although reports of adverse clinical sequelae from filter fractures are rare, filter fracture is a potential complication of vena cava filters during both deployment and implantation. Anatomic locations that create concentrated stress points from filter deformation resulting in nitinol fatigue (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, tortuous anatomy or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Due to the paucity of clinical information and lack of images provided regarding the filter, the exact etiology of the filter fracture cannot be definitively determined. As stated by the physician the etiology behind the thrombosis was the filter fracture.